Event description:
A 1.5 mm x 15 mm sprinter rx dilatation balloon catheter was used to pre-dilate a distal left circumflex lesion. The lesion morphology was moderate tortuosity, 75 percent stenosis with severe calcification. It was reported that the balloon was advanced to the intended lesion site. It was reported upon inflation of the balloon, the balloon burst due to the severe calcification. The balloon was successfully removed from the pt as one unit. It was reported that the case was completed by implanting a driver stent. The device has been discarded. No clinical sequelae were reported and the pt is reported to be fine. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.